Event description:
A dexcom patient care specialist contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on behalf of the patient occurring on (B)(6) 2014. Dexcom technical support attempted to contact the patient with no success.